Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of a leak. The root cause was determined to be sheeting on top of the cassette, which was pulled apart from the cassette leaving a hole at the seam. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
Baxter reported a leak at the level of low part of cassette. No pt injury or medical intervention was reported.